Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: environmental testing conditions. The complaint is reported by a distributor in (B)(6) on behalf of the customer. The product is not cleared or commercialized in the us. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805.

Event description:
Customer's name: (B)(6). Customer from (B)(6) reported to the distributor on (B)(6) 2015 the following complaint: vials arrived open to customer although the boxes were seal. The strips inside the open vials didn't show any error message in the meter, but they measure low with control solution 3. The range was 284-385 mg/dl and the result is 35 mg/dl. Test strip expiration date is 04/24/2018. Control solution lot# is 4az3a11 and control solution expiration date is 30/04/2016.

Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction: environmental testing conditions. The complaint is reported by a distributor in spain on behalf of the customer. The product is not cleared or commercialized in the us. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID (B)(4). Correction: evaluation performed using retention product and no defect found. Evaluation codes updated.

Event description:
Customer's name: (B)(6). Customer from (B)(6) reported to the distributor on (B)(4) 2015 the following complaint: vials arrived open to customer although the boxes were seal. The strips inside the open vials didn't show any error message in the meter, but they measure low with control solution 3. The range was 284-385 mg/dl and the result is 35 mg/dl. Test strip expiration date is 04/24/2018. Control solution lot# is 4az3a11 and control solution expiration date is 30/04/2016.